Manufacturer narrative:
Upon further review, this device is being investigated under an ide and is not subject to adverse event reporting regulations. For that reason, no more reports will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The device was returned, but subsequently lost. An internal corrective action has been opened to address the issue. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent an primary breast augmentation with mentor smooth uhp 930cc and experienced capsular contracture, baker grade unknown and delayed healing on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2017.